Event description:
Edwards received notification from our affiliate in canada. As reported, it was a case involving a 29mm sapien 3 ultra resilia valve implanted inside a surgical edwards valve in the mitral position via the transfemoral/transseptal approach. A balloon valvuloplasty was performed after the transeptal puncture. When the delivery system was advanced and positioned, there was significant difficulty crossing the surgical valve due to calcific leaflet degeneration but was finally able to be crossed. During valve inflation, the commander delivery system balloon burst, however the valve was deployed successfully and was functioning well. During withdraw, the commander delivery system with burst balloon could not be reinserted into the esheath+. A cutdown of the right femoral vein was successfully performed to remove the balloon. The patient was hemodynamically stable upon leaving the operating room and was transferred to the recovery area. Later, after the procedure, the patient became hypotensive and was returned to the operating room. A cardiac tamponade was observed due to a perforation of the left ventricular apex. A thoracotomy was performed and a patch was placed in the left ventricle apex. The patient was stabilized and recovering with anticipated discharge. As per medical opinion, the root cause for the balloon burst could be related to the crossing difficulties of the surgical prosthesis with crimped thv. The root cause of the lv perforation was related to the guidewire, however it remains unknown at what point in the procedure the perforation occurred.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
Supplemental report submitted to include the completion of the engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was empirically confirmed as the reported event was consistent to the investigation documented in a technical summary. Available information suggests that patient factors (calcification, interaction with pre-existing valve) likely contributed to the event as it was reported that the pre-existing surgical valve was calcified. The presence of calcification and/or pre-existing bioprosthesis can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules and/or any rigid characteristics associated with the pre-existing bioprosthesis could compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint of difficulty withdrawing system through sheath was empirically confirmed as the reported event was consistent to the investigation documented in a technical summary. Available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the event as the withdrawal difficulties were encountered after the balloon was burst. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint of difficulty crossing the preexisting bioprosthesis was empirically confirmed as the reported event was consistent to the investigation documented in an engineering summary. Available information suggests patient factors (calcification, pre-existing valve) likely contributed to the event as provided information indicated that there were difficulties to cross the pre-existing surgical valve which was presented calcified leaflet degeneration. Patient factors (i.e. Calcification, pre-existing valve) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that procedural factors (the guide wire) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.